Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that she went to bolus and the buttons were not responding. She then observed that when she used the up arrow button, it continued to scroll up without any input. She stated that the device had been exposed to moisture after it had been splashed with water by the sink. She noted that the liquid crystal display screen may have had some moisture under it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.